Event description:
An advocate for a patient reported an adverse event on (B)(6), 2023, to candela legal department, alleging that the patient was treated "on or about (B)(6), 2020" at a clinic in rhode island. It was reported that the patient had "an ematrix sublime laser treatment." It was reported that the patient, "sustained severe burns to her face, resulting in permanent scarring and disfigurement" and alleged that patient was "physically injured, experienced conscious pain and suffering and severe permanent scarring." No further details available at this time.

Manufacturer narrative:
Alleged event occurred in 2020. A review of the service history for ematrix:(B)(4) reveals no similar events on or before (B)(6), 2020. Information on system settings/techniques is unavailable. As a result, it is undeterminable if the customer used the correct system settings/technique as described in the treatment guidelines for the device in use. Therefore, the investigation findings do not lead to a clear conclusion about the cause of the reported event; cause not established. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.